Event description:
A pt reported experiencing inaccurate erratic results with an ot basic meter. The pt's blood glucose was 300 and 90 mg/dl within 10 mins, with the difference of 95%. Pt did not experience any adverse events. No further info has been reported.